Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed a shorted lead code and two charge time exceeded codes were recorded on (B)(6) 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted at implant. The patient was undergoing a device change out due to the previous device exhibiting a code indicating the device attempted to deliver a shock into a shorted lead condition. This device was connected to the chronic lead. System testing was performed with a 41 joule shock. After the capacitor charge was complete therapy was attempted by the device but was unsuccessful. The physician noted a pop type sound came from around the pocket. The device was interrogated and a code was displayed indicating the device delivered a shock into a shorted lead condition. Additionally, a message was displayed indicating a charge time out had occurred. This device was not implanted. A new device was implanted with the chronic lead programmed to single coil. No adverse patient effects were reported.